Manufacturer narrative:
(B)(4).

Event description:
A repeat procedure was necessary due to the alleged device malfunction. Intervention was not required. There was nothing unusual about the patient or procedure itself that may have led to this event. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. The device operator has been performing this procedure for a few years. No known adverse events were reported.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been recieved for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported bravo ph capsule failed to attach. There was no harm to the patient or user.